Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Boot was performed and passed. Receiver functional testing was performed and passed. Download receiver was performed and passed. Performed try it test and passed. Open and interior inspection was performed and passed. Performed communication tool intermittent audio was performed and passed. Take speaker measurement was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.